Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds3591 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the internally inserted portion of the catheter leaked liquid from sand holes. Bloodstream infections occurred. 09/14/2021: additional information were blood culture taken from the PICC line? Were blood cultures taken peripherally? Blood culture positive. How long after the sand holes and leak were discovered did the blood infection occur? Its not sure that sand holes and leak were result to blood infection. Was the PICC removed? Yes what signs and symptoms of infection did the patient show? The patient shivered when flushing the tube. How is the patient now? Anti-infective treatment, the patient has recovered.